Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05683. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system was inserted into the patient. Upon connection of the 21mm watchman ® laa closure device and delivery system to the access system, a pericardial effusion was noted. It was monitored for a few seconds and it was determined that a pericardial tap was necessary. The physician drained a few cc's of blood from the pericardial sac. The effusion stopped and the closure device was successfully deployed. There were no further patient complications and the patient's condition is stable.